Event description:
Additional information: it was later reported that since implant the patient had a bleed around the pocket. The office would empty at least 60 cc's of blood at each visit. They had trouble accessing the pump because of this blood collection and the pump was replaced may 30th. In the replacement surgery a large and unexpected volume of blood "exploded out". The hcp believed that a bleed occurred in original surgery just didn't heal right, causing a small continuous leak of blood. It was also noted that the pump was inverted when they opened up in surgery, likely from the blood dispersing it. It was indicated that the pump was sutured in. The patient was reported to be doing "great" now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8703w, lot # l70179, implanted on: (B)(6) 1999, explanted on: unknown. (B)(4).

Event description:
It was reported that the health care provider (hcp) had difficulty filling or aspirating the reservoir. The hcp indicated that when they aspirated the pump the fluid started off clear and then turned cloudy/milky. The hcp aspirated all the drug out of the pump and filled with 10ml of pfns but was only able to aspirate 6ml. The hcp then filled the pump with another 10ml and was able to aspirate more fluid. The fluid was to be tested. The hcp indicated that he was not going to fill the pump at this point because he was not certain it was working properly. It was noted that the refill was done under fluoroscopy because the pump was inverted. The pump delivered fentanyl. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Analysis of the pump revealed no anomalies, and the pump passed all non-destructive testing. The initial aspiration of the pump revealed a cloudy/milky fluid, but it was not believed to have been enough to cause issues. A partial catheter was returned. Analysis of the returned catheter revealed a hole in the catheter body caused by deep abrasion.

Manufacturer narrative:
(B)(4).